Manufacturer narrative:
(B)(4). MDR report key 10605800; MDR text key209456698; medwatch# mw5096944. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the maude report: "left radial arterial catheter placed by physician; after placement, extreme difficulty gaining hemostasis required pressure dressing and manual pressure in order to prevent gross exsanguination. Patient was coagulopathic, with an inr of 3. 6 which was reversed with vitamin k, hemostasis was achieved, but never continuously. After the patient's bath, rn noted continued bleeding, site assessed and a-line flushed, rn found actual arterial catheter to be leaking when flushed and a break in the catheter, explaining the patient's bleeding from site and inaccurate bp reading. D made aware, rn d/c'ed lined, and new arterial catheter was placed in patient's wrist".

Manufacturer narrative:
Qn# (B)(4). MDR report key (B)(4)/medwatch# mw5096944.

Event description:
According to the maude report: "left radial arterial catheter placed by physician; after placement, extreme difficulty gaining hemostasis required pressure dressing and manual pressure in order to prevent gross exsanguination. Patient was coagulopathic, with an inr of 3. 6 which was reversed with vitamin k, hemostasis was achieved, but never continuously. After the patient's bath, rn noted continued bleeding, site assessed and a-line flushed, rn found actual arterial catheter to be leaking when flushed and a break in the catheter, explaining the patient's bleeding from site and inaccurate bp reading. D made aware, rn d/c'ed lined, and new arterial catheter was placed in patient's wrist".